Manufacturer narrative:
This report is for an unknown cable/wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, the cable got stuck in the cable tensioner. The cable was cut and a different cable tensioner was used. No fragments were generated. The procedure was successfully completed with a five (5) minute surgical delay. There were no patient consequences. Concomitant devices reported: cable tensioner (part number 391.201, lot p506782, quantity 1). This report involves one (1) unknown cable/wire. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint# (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: part returned h3, h6: investigation summary - service and repair evaluation: service and repair technician reported the following: "there is cable stuck in the device and pieces could be missing. Warranty replaced is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed." Complaint description: it was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, the cable got stuck in the cable tensioner. The cable was cut and a different cable tensioner was used. The procedure was successfully completed with a five (5) minute surgical delay. There were no patient consequences. The complaint involves two (2) devices. As the unknown cable could not be removed by us customer quality, the cable was sent along with the tensioner to the tensioner manufacturer, rti. Investigation was performed by the manufacturer/supplier: "(B)(4)_rti investigation report.pdf". Flow: device interaction/functional. Visual inspection: quality inspection by rti observed that the cable was stuck in the tensioner. Rti used a nose piece from their inventory, placed it on the instrument and was able to remove the cable successfully. Functional testing, dimensional inspection and document/specification review could not be performed due to the received condition of the unknown cable. On april 27, 2020 the cable and the tensioner, were received by depuy synthes customer quality. Visual inspection of the partial cable revealed the cable looks a little bent in one area. Conclusion: the complaint was confirmed during investigation as the as received condition of device shows a portion of the cable being stuck inside the tensioner. The single and minor one point bent of the cable is post allegation and potentially due to rti disassembling the cable and the tensioner. The stuck condition of the cable inside the tensioner could be interpreted as functional issue or misuse of the combination of the tensioner and the cable by the surgeon. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.